Manufacturer narrative:
Results: incorrect manual mode calibration factors was inadvertently entered by a field service engineer.

Event description:
The customer reported obtaining erroneously high white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and mean corpuscular volume (mcv) results for one patient sample run in manual mode involving the coulter lh 750 hematology analyzer. The customer indicated that mode to mode results did not match and hematocrit and hemoglobin (h&h) check failed definitive message. The erroneous results were not released out of the laboratory and there was no change or affect to patient treatment in connection with this event. Only one microtainer sample was run in manual mode but the customer stated that printouts are no longer available. No other patient samples were affected in this event as samples were run in auto mode. Quality controls (qc) run in primary (auto) mode before and after the event were within specifications. Beckman coulter field service engineer (fse) was dispatched and noted that an fse had inadvertently entered incorrect manual mode calibration factors during a previous visit on (B)(4) 2013. The fse adjusted manual mode calibration factors during a mode to mode calibration using normal control. Issue was resolved and instrument was verified per established procedures. The fse also cleaned the blood sampling valve and shear valves as preventative measures.